Event description:
It was reported that the pump touch screen was cracked and unresponsive. Reportedly, the screen cracked while in the customers pocket. There was no known impact to the customer¿s blood glucose. Reportedly, customer reverted to manual injections for insulin therapy.